Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (drill stop for 03.037.022, part number 03.037.023, lot number 9484305). The subject device was returned with the complaint condition stating that during surgery to implant a trochanteric fixation nail system advanced (tfna) the synthes drill stop did not hold, allowing the drill to pass where the stop is set. The surgeon finished the procedure by stopping it manually on his own. There was no surgical time delay and no additional medical intervention required. The returned implant is part of the depuy synthes tfn advanced (tfna) proximal femoral nailing system. The drill stop is used in conjunction with the cannulated stepped drill (03.037.022) to help prepare a path for the full length of the shaft of the head element of the helical screw/blade per the associated technique guide. A review of the current design drawing and available history for the top level drawing for the drill stop was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. As previously reported, the device history record review showed no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint device was tested with a cannulated stepped drill bit (part number: 03.037.022, lot number: f-19278) and would not function as intended. The drill stop did not stop at any of intervals on the drill bit; instead it would slide along the length of the shaft. The device overall appears to be in fair condition with minimal signs of wear and tear. The complaint condition is confirmed. No definitive root cause was able to be determined; a possible cause could be wear and tear on the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for: part: part# 03.037.023, lot# 9484305, manufacturing location: (B)(4), manufacturing date: 23.jul.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2016 for a trochanteric fixation nail system advanced (tfna), side unknown. The surgeon was using a synthes drill stop that did not hold, allowing the drill to pass where the stop is set. He finished the procedure by stopping it manually on his own. There was no surgical time delay and no additional medical intervention required. The surgery was successfully completed. There was no patient harm and the patient's status outcome is fine. This complaint involves one device. Concomitant device reported: unknown drill bit - (part# - unknown, lot# - unknown, and quantity# - one). This report is 1 of 1 for (B)(4).